Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that left ventricular (lv) lead exhibited high threshold at the time of pre-discharge check. The lead was checked again, and the threshold was higher. In addition, the x-ray looks good, and the physician thought that maybe it was a micro dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that left ventricular (lv) lead exhibited high threshold at the time of pre-discharge check. The lead was checked again, and the threshold was higher. In addition, the x-ray looks good, and the physician thought that maybe it was a micro dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.